Event description:
The facility's biomed reported that this pump was programmed to infuse a fentenal epidural drip at 5cc/hr when it changed rates from 5cc/hr to 45cc/hr during a patient infusion. Per the nurse, the pt's stay was prolonged for monitoring purposes but no medical intervention or patient injury was involved. Information was requested regarding patient information, additional contacts, IV set and IV bag information, but none was provided.

Manufacturer narrative:
This device has been received. A follow-up report will be submitted upon completion of the evaluation or if additional information becomes available.